Event description:
It has been reported to us that while the physician was performing aspiration the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the patient. The physician inserted a guidewire and using the "buddy wire" technique advanced the wires forward into the vessel. The physician inflated the occlusion balloon to 3.5mm to occlude the vessel. The physician performed pre-dilatation on the vessel. The physician reinserted the aspiration catheter for a second aspiration and the occlusion balloon deflated unexpectedly. Patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.